Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. At the morning the customer's blood glucose was 586 mg/dl. The customer's blood glucose was 473 mg/dl after programmed a bolus. The customer took bolus and blood glucose was 560 mg/dl. The customer took manual injection in the middle of the night. The customer's blood glucose dropped to 20 mg/dl. Emergency medical service was called and treated with glucose. The customer¿s current blood glucose was 419 mg/dl. The product was not returned for analysis.